Manufacturer narrative:
(B)(4). Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis (chinaq study). Protocol number: 8339-00, site number: 013, subject number: 030. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. Prior to the onset of the peritonitis, the patient was hospitalized for another indication. Subsequently, during hospitalization, the patient experienced peritonitis which reportedly prolonged the length of the patient&#62688;hospitalization (unspecified). On the same day as onset, the patient began treatment for the peritonitis with ceftizoxime (1.5 gm, intraperitoneally [ip], daily) and cefazolin (1gm, ip, daily) for two weeks. Two weeks after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing and the dose was reduced (not further specified). No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient forgot to wear a mask during therapy. On an unknown date, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.